Event description:
Patient admitted to emergency department in respiratory distress. Nasal-tracheal intubation attempted. Atient developed episaxis and required consultation and treatment by ent specialist to control bleeding. Patient is hypertensive and on anticoagulants.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.